Event description:
The rptr had an am blood glucose reading of 13. While on the phone, did back to back blood glucose tests. The tests were done within minutes, using different finger sticks. Rptr checked the confirmation dot for the tests. Rptr's results were 247, 230 and 135 mg/dl. Rptr did not have any symptoms. No harm was alleged.